Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left cephalic vein. A 5.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.